Event description:
Per sales rep: notified by surgeon that plate fractured after implantation.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received, it will be reported on a supplemental report.